Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer states that they reprocessed the endoscope correctly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the remaining foreign material was unable to be determined. The foreign material was likely residue of water or disinfectant solution. The event can be prevented by following the instructions for use: "operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, as this device was repaired onsite at the local service center. During the onsite evaluation, it was observed that foreign material was clogging the nozzle due to insufficient cleaning or handling of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope had no water and air supply. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.